Event description:
It was reported that during an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026, the alp had low pacing impedance and an unspecified current of injury issue post fixation. The physician elected to reposition the alp but had difficulties redocking the device to the catheter. Eventually, the alp was retrieved, and a new alp was successfully implanted. The patient was stable throughout the procedure.